Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 07/11/2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) of 40mg/dl with blurred vision. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. During troubleshooting, the reporter was able to deliver an air bolus and the bolus recorded correctly in the pump histories. Additional troubleshooting could not be completed at the time of the call. This complaint is being reported based on the allegation that the patient experienced hypoglycemia and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings:a review of the black box indicated that the last basal delivery occurred at 9:06pm on (B)(6) 2016. The black box indicated a six-day power interruption from 10:41pm (B)(6) 2016 to 7:35pm (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms, or warnings occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.